Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 inspected, calibrated, and ran patients for comparison with other analyzer. Results within 10%, machine to machine, control lot 7045 is running near mean. New lot 7055 is running on mean. No further action required by fse. The most probable cause of the reported event was undetermined (the fse found no problem with the machine).

Event description:
On (B)(6) 2016, the customer reported g8 1 and 2 control recovery not correlating with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.